Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. Upon visual inspection of the returned complaint catheter, on december 17, 2014 bwi failure analysis lab noted ring #1 is lifted with white material underneath. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that the physician had trouble to come back to sheath each time with the lasso catheter getting hang up on the distal of the sheath. When the catheter was pulled out of the patient at the end of the case, the distal electrode of the lasso catheter have a sharp edge. Upon receipt, the catheter was visually inspected and ring #1 was found lifted with white material underneath. A ft-ir test was performed in order to identify the type of foreign material; the results demonstrated that the particle was polyethylene with a compound of barium sulfate. It is unknown how the ring was damaged and the origin of the foreign material. Then per the event, the catheter outer diameters were measured and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint regarding a sharp edge on the proximal ring was confirmed however catheter passes specifications. For the damage ring/foreign particles a corrective action has been opened to address and resolve this issue.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the physician had difficulty with the sheath and the lasso catheter was getting hang up on the distal of the sheath. The physician used 8.5 f sl1 sjm sheath. When the catheter was pulled out of the patient at the end of the case, the distal electrode of the lasso catheter have a sharp edge. There was no inner part exposed. The catheter was not changed and the case was completed without any patient consequence.

Manufacturer narrative:
(B)(4).